Event description:
The physician attempted arteriotomy closure using the closer s tsl 6 fr. Device. The catheterization and closure procedures went smoothly. Two weeks post-surgery, the patient complained of knee pain and became quite sick. The patient presented to the hospital with a small lump and drainage at the groin site. Surgeons were consulted and the patient was put on antibiotics. The patient is currently stable. No other information has been made available to perclose at this time.